Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the consumer is alleging the wheel broke on the chair and the patient is stranded in the chair on the sidewalk.